Event description:
An aneurx stent graft system were implanted for the endovascular treatment of abdominal aortic aneurysm. It was reported that on a follow up CT scan, a type iii endoleak between the junction of the left limbs were confirmed. An endurant ii stent graft was placed in the left limb and extended to cover the type iii endoleak. Event was resolved. Per the physician, the event was related to the device. No additional clinical sequelae were reported and the patient status is requested.

Manufacturer narrative:
(B)(4)